Manufacturer narrative:
A ge rep evaluated the system and performed a generator calibration. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that there was a filament regulator error. This error requires the user to press any key to continue. This error occurred during a procedure with pt involvement. There is no report of injury or death associated with the event described in this complaint.